Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned as it remains implanted in the patient. In this case, the cause for the aortic stenosis is unknown; however, it could be related to patient factors and the progression of the pre-existing disease process and comorbidities (chronic kidney disease stage 3) complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 7 months post implantation of a 23mm sapien 3 valve in the aortic position, severe aortic stenosis was noted requiring implant of a 23mm sapien 3 valve. As reported, during the transfemoral valve-in-valve procedure, after crossing of the sapien valve with the amplatz extra stiff wire, when they were going to advance the sapien 3 valve, it was noticed on angio that the wire position had moved and appeared to be now outside of the left ventricle (lv). The patient began to decompensate, the projection of the wire was changed. The patient was better, then decompensated again and no pressure was noted. At this point, the sapien 3 valve was deployed and the patient was doing slightly better, but was still hypotensive. A root shot was performed and a wide open aortic insufficiency was noted. The patient again decompensated. A pericardiocentesis was performed to drain the blood and protamine was reversed immediately post valve deployment. The patient received multiple units of blood transfusions. At the beginning of the case, the physician discussed with the patient resuscitation being provided and the patient declined any support. Subsequently, the patient expired. A lv gram was performed but the physician did not find where the perforation was located. The pacing wire was in the right place. Per post procedure discussion, physician indicated that a possible cause for the perforation is that a patient of this nature (advance age 91 years old with a small lv cavity), the lv tissue is friable and if the wire went through or "sheared" the lv wall it could cause this type of damage. Upon review of medical records provided by the facility, during yearly follow-up visit for coronary artery disease (cad) and tavr the patient was bradycardic, and the patient¿s blood pressure and cholesterol were not optimal. The patient reported to be ¿doing pretty good¿. A routine follow up echocardiogram performed reported that the gradients through the prosthetic aortic valve were severely increased suggesting moderate to severe aortic stenosis. Compared to the prior echo study done the previous year, the aortic stenosis is a new a finding. Mild to moderate aortic insufficiency was demonstrated. Aortic max peak gradient 64.6 mmhg; aortic valve mean gradient 38.4 mmhg, and aortic valve area (ava) (I, d) 0.64 cm2. A cta was performed (tavr measurements were taken for the valve-in-valve procedure) and revealed extensive native coronary artery calcification, and extensive calcification noted at aortic and mitral valvular regions.